Manufacturer narrative:
Evaluations: we are anticipating the return of the sample involved in this event. Upon return of the sample, and the completed investigation, a follow-up report will be submitted.